Event description:
It was reported that the right atrial and right ventricular leads have high threshold. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 4092-52 lead implanted: (B)(6) 2001. (B)(4).